Event description:
A healthcare worker together with a co-worker was reported doing 14 cases a day at 30-40 minutes each case in a room with no windows and the door closed most of the day. Health worker and their co-worker have experienced allergy-like symptoms. After reading the product instructions for use, they think their symptoms are related to the fumes to which they are exposed.